Manufacturer narrative:
An event regarding seating/locking issues involving a trident liner was reported. The event was not confirmed. Device evaluation and results: the returned polyethylene insert appeared in good condition however some damage was noted around the locking tab, consistent with implantation attempts. A scratch mark was also identified on the underside flush surface. A dimensional inspection was carried out on the returned insert. As the insert had been steam sterilised before being returned for investigation, the device was found to be out of specification. All stryker poly crosslinked x3 products go through a gas plasma sterilisation process. Steam sterilisation is not used because of the materials low melting temperature. A review of the dimensional measurements on the DHR did not suggest any evidence of a dimensional issue. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, a proper dimensional analysis of the returned device could not be performed due to the steam sterilisation carried out. A review of the DHR did not suggest evidence of a device related issue.

Event description:
The customer reported via the sales representative, that the trident insert was coming back out of the liner. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
The lot code provided is invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The customer reported via the sales representative, that the trident insert was coming back out of the liner. The procedure was completed successfully with no impact to the patient.